Manufacturer narrative:
The system was serviced in the field and passed system checkout and was performing as intended. There was no failure found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported during a functional endoscopic sinus surgery (fess) procedure that they were having difficulty tracking the straight suction. The suction would flash in and out when they were entering the nose. The patient tracker never had an issue. Many different troubleshooting techniques were performed but none resolved the issue. The patient was on a regular bed with a lot of metal. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.

Manufacturer narrative:
Other relevant device(s) are: emitter 9733752 axiem 3 table top. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information not available on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported during a functional endoscopic sinus surgery (fess) procedure that they were having difficulty tracking the straight suction. The suction would flash in and out when they were entering the nose. The patient tracker never had an issue. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.